Event description:
A ventilator was returned to the manufacturer for preventative maintenance. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, flickering occurred on the right side of the screen. No errors in the error log were found indicating any failures. The display was replaced to resolve the issue. Additionally, the air inlet foam filter and particulate filter were replaced preventatively. Final testing, battery check, run in testing, and cleaning were performed. The unit operated properly.